Event description:
A facility representative reported a flo-gard infusion pump with failure code f-63. This condition was found upon power up of the device; however, it was not reported in which care area this occurred. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported failure code of f-63 was not confirmed in service. Quality engineering determined the problem as f-38, which is the only other failure code that occurred on the pump. The cause of the problem was defective force sensing resistors (fsr). Service replaced the fsrs to fix the problem.